Event description:
It was reported the pt's lead was explanted and replaced (with a different model) due to loss of stimulation and invalid contacts. The doctor assumed the lead was fractured, but it was not confirmed. Effective therapy was restored post-op.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.